Event description:
It was reported an asymptomatic patient presented to the clinic after receiving a vibratory alert for high, out of range pacing lead impedance measurement. Review of past trends revealed intermittent high to normal measurements. Isometrics and pocket manipulation did not produce any change in the impedance measurements. Currently in-clinic, the impedance showed normal measurement. Potential false measurements were suspected. The patient will continue to be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.